Event description:
The information provided to sjm indicated an angio-seal vip was selected for use following percutaneous coronary intervention (pci). Deployment was successful and hemostasis was achieved. The patient was given instructions to abstain from physical activity upon discharge. Two days later while performing physical activity the patient dislodged the angio-seal and bleeding was observed from the puncture site. The patient returned to the emergency room and was readmitted for treatment. Hemostasis was achieved using manual compression.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device patient's information guide, suggests that the patient should modify their activity for 48-72 hours; no straining, no lifting greater than 10 pounds, and to avoid driving the day of discharge.